Event description:
Report indicates that while the surgeon was attempting to remove an end cap using a 3.5mm inserter connector instrument, in conjunction with a 3.5mm inserter short instrument, the tip of the 3.5mm inserter connector instrument fractured. The fractured tip was retained in the end cap and remains implanted in the patient.

Manufacturer narrative:
Evaluation indicates that returned components meet print specifications and appear to have been subjected to excessive force. Additionally, the tip that fractured and was retained by the patient was implant grade material, per astm f138. This is 2 of 2 reports associated with this complaint (1825034-2012-00271, 1825034-2012-00272).